Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Heads break off the stem, broken brush head [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A parent reported via e-mail on (B)(6) 2017 that her daughter, age unspecified, used oral-b flexisoft brushheads and the heads broke off the stem several times after a short period of use. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 follow-up via e-mail: the parent reported that the problem happened with 2 brush heads, and she still had a broken brush head. The reporter stated nothing happened to the oral-b letters when the scratch test was done on the brush head. No further information was provided.

Manufacturer narrative:
01-feb-2018 product investigation results: reporter returned toothbrush head on 24-jan-2018. Toothbrush head confirmed counterfeit.

Event description:
Heads break off the stem, broken brush head [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A parent reported via e-mail on 11-dec-2017 that her daughter, age unspecified, used oral-b flexisoft brushheads and the heads broke off the stem several times after a short period of use. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 19-dec-2017 follow-up via e-mail: the parent reported that the problem happened with 2 brush heads, and she still had a broken brush head. The reporter stated nothing happened to the oral-b letters when the scratch test was done on the brush head. No further information was provided.